Event description:
The connector migrated to the catheter placed in vein after repair. Flash had been done frequently. Sodium hydrate was used when there was difficulty in the flow. Indwelling period was 300 days. The customer requests to know what caused the migration.